Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that he went on vacation in the morning and left all of his infusion sets at home and is in need of emergency supplies. The customer stated that he ran high because he did not bolus for his meals. The customer declined to troubleshoot for high readings.